Event description:
It was reported that during implant, atrial lead insertion into the device header was difficult. The physician used silicone oil to insert the lead into the header. The lead was successfully implanted without further complication.